Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty fitting the usb cable into the usb port on the pump. Subsequently, the customer is not able to charge the pump despite the attempt of multiple cables. There was no impact to the customer's blood glucose level. It wad indicated that the customer would use manual injections as alternate insulin therapy.